Event description:
Complainant alleged that the clinicians were treating a pt who was in for a cardiac arrest experienced after surgery. The clinicians attempted to defibrillate the pt four times at 200 joules, but the device failed to discharge. The clinicians then obtained another device and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.